Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored ventricular episode. Technical services (ts) reviewed device episode data and determined that the rhythm was supraventricular tachycardia (svt) with one-to-one conduction. This ICD delivered anti-tachycardia pacing (atp) inappropriately which accelerated the rhythm into the ventricular tachycardia (vt) zone. Subsequently, an electric shock was delivered inappropriately which converted the arrhythmia. Ts reviewed report with health care professional (hcp). No additional adverse patient effects were reported. Currently, this ICD remains in service.